Event description:
During a pulmonary vein isolation procedure, the introducer was noted to be torn / fractured when mapping the left atrium. It was also noted that the introducer could not deflect. The device was exchanged, and the procedure was completed with no adverse consequences.

Event description:
During a pulmonary vein isolation procedure, the introducer was noted to be frayed when mapping the left atrium. It was also noted that the introducer could not deflect. The device was exchanged, and the procedure was completed with no adverse consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was not torn; however, it was noted to be bent. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend in the sheath remains unknown.